Event description:
New information received notes that the noise was reproducible in clinic with isometrics. Lead was capped and replaced on (B)(6) 2016. There was no adverse event to the patient during the procedure. The patient will be followed-up normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the noise on the v lead triggered non-sustained rv oversensing episodes and one vt/vf episode. The charging was aborted and patient did not receive hv therapy. The patient was asymptomatic. Lead testing and device reprogramming was suggested. The recommendations will be discussed with the physician.